Manufacturer narrative:
(B)(4). The vv7 cannula device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the cannula. A visual inspection was conducted. Specks of blood were observed on the cannula handle and on the tip of the cannula. The middle of the scope wash tubing was observed to be slightly bent. The c-ring was not transected. There were no missing components observed on the c-ring. No other failures were observed. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring with no observed resistance or difficulty. Based on the returned condition of the device and the results of the investigation, the reported failure "c-ring bent" is confirmed. Though the customer states there was no patient involvement, there was evidence of blood on the device. The DHR for the cannula subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro c-ring was bent. It was set aside and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro c-ring was bent. It was set aside and a replacement device was used to complete the procedure. The hospital did not report any patient effects.